Manufacturer narrative:
(B)(4) - cataract, induced, refractive surprise, device remains implanted, lens, vaulting, low, abnormal thickness. The lens is still implanted. (B)(4).

Event description:
Additional information received - the surgeon observed the icl had abnormal thickness. The opacity has not progressed and has no impact on the best corrected vision. The patient's vision is 20/25, which is 2 lines better than preoperatively.

Manufacturer narrative:
Work order search, medical review. A lens work order search was performed and no similar complaints were found within the work order. Medical review - clinical studies have shown that anterior subcapsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. No conclusion can be drawn: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. It was observed on (B)(6) 2011 slight and local anterior subcapsular opacity. The icl had a low vault, abnormal thickness and a refractive surprise had occurred. The icl remains implanted.